Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. On (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for 54 months. On (B)(6) 2013 the device failed a manual power up due to a low battery. On the (B)(6) 2014 a new pad-pak was installed and the device passed an auto self-test. On (B)(6) 2015 the device recorded four random manual power ups each of ten minutes duration. On the final date recorded in the history log on (B)(6) 2015 the device recorded five random manual power ups mainly of one minute duration or under. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.